Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported foreign matter initial description: it was reported that deposit on 50ml syringe. Clinical consequences observed none, syringe not used ref 300865, lot 2508108. Additional information: these are liquid deposits that have hardened yellow brownish on the tip of the syringe. The syringe is still in its closed packaging. The syringe is currently stored in our arsenal and can be sent to you for expertise if needed.